Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The patient was enrolled in the (B)(6) registry in (B)(6) 2015 with patient identifier (B)(6). In (B)(6) 2015, pulmonary angiogram revealed thrombus located in the left lingual, left lower lobe, right upper lobe, right middle lobe, and right lower lobe. The pre-treatment miller score was 25. The same day, the left lingual and left lower lobe were treated with the angiojet device, with a total runtime of 180 seconds. Post-treatment miller score was 17. Two days post index procedure, the patient experienced a severe life-threatening event of re-embolism which required intervention and prolonged the patient's hospitalization. In response to the event, the actions taken included medication and surgical thrombectomy. The following day the patient was discharged. Fourteen days post index procedure, the re-embolism was considered resolved.